Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump ultimately began to charge and the issue resolved. Subsequently, the usb cable was unable to charge. The pump was successfully charged with an alternate usb cable. The customer's blood glucose was 98mg/dl. The customer continued to use the pump for insulin therapy and a replacement usb cable was sent to the customer.